Event description:
During an in-clinic follow-up, increased pacing impedance was observed on the right atrial (ra) lead. The suspected cause of the event was due to lead damage, although not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.